Event description:
It was reported that the health care professional (hcp) stated the patient's lead may have dislodged.

Manufacturer narrative:
Product ID 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's health care professional (hcp) thought that the lead had dislodged.